Manufacturer narrative:
On 29-jan-2020, mentor evaluated the photo of the suspect medical device. Device photo evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture on left breast. Upon visual inspection of the pictures, it was observed that the implant was rupture. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the device photo was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information that the patient underwent bilateral replacement with 650cc smooth mentor gel breast implants on (B)(6) 2019. Patient¿s diagnosis included additional bilateral breast ptosis, bilateral ruptures confirmed post explantation, and left-sided implant calcification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade 3, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an unknown mentor gel breast implant and experienced postoperative bilateral grade 3 capsular contracture, confirmed by a physician. Hcp also reported that the patient had an unofficial MRI performed by a family member that indicated bilateral ruptures, but no report was available. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for implant 2 of 2.